Manufacturer narrative:
See h6 and h11. The agent reported, "during inspection of instrumentation, the wedge glenoid baseplate inserter broke when the tech attempted to disassemble." Item number: 804-06-324, item description: altivate reverse glenoid baseplate inserter, wedge, part revision: na, lot#: unknown, product type: shoulder , manufacture date: unknown , possible time in service: unknown. This event occurred during surgery, near the patient when the technician performed pre operative functional inspection. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, and there was a thirty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the reported instrument was not returned to enovis surgical for evaluation. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Root cause: the root cause of this complaint is that the wedge glenoid baseplate inserter fractured when the technician attempted to disassemble the instrument during the functional pre operative inspection. The event is consistent with damage that may occur over time through repeated use and the routine handling stresses to which surgical instruments are subjected. There is no evidence to suggest a product failure, malfunction, or manufacturing issue. Containment: based on the information available, there are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. The event is associated with instrument usage, not a design or manufacturing issue. Device history records review: the revision level or lot number were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint history: there is inadequate information to complete an assessment of the complaint history for the reported device.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Complaint - during inspection of instrumentation the wedge glenoid baseplate inserter broke when tech attempted to disassemble. 30 minute delay in surgery.